Event description:
The customer complains about blood leak during treatment. There was insignificant blood loss. No medical intervention was needed. No serious injury. Qb-250 ml/min. Uf rate = 1.0 l/hr. Venous pressure = 175 mmhg. Dialysate pressure = 155 mmhg monitor toray: tr-321.

Manufacturer narrative:
Add'l MFR narrative: internal blood leaks can occur due to damage to the hollow fibers. The sample has not arrived for investigation yet. The root cause can be determined after investigation. Gambro does not regard the submission of this report as an admission of liability.